Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white residue in the air water channel and cylinder, as well as internal corrosion in the light guide tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residue in the air water channel and cylinder could not be determined and the cause of the internal corrosion in the light guide tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.